Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced stoma site redness and green drainage. The patient went to the emergency room (ER), and a swab of the stoma site was taken. The results of the culture showed a staph infection at the stoma site. The patient was prescribed oral ciprofloxacin antibiotic for 10 days for the infection. The infection did not completely resolve after conclusion of the course of antibiotics.